Event description:
Caller reported not seeing drops of insulin at the tubing's end during the fill tubing step of the load sequence. There was no adverse impact on the customer's blood glucose level as they were previously using multiple daily injections and had clicked the wrong option while reinitiating pump use. Technical support provided guidance on the cartridge change and load process, which the customer understood, and they successfully resumed insulin use with the pump after repeating the load sequence.